Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed error "call tech support." No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
No data or product was provided for evaluation. Confirmation of the reported event of an error icon display was undetermined. A root cause could not be determined.